Event description:
Our affiliate is reporting the following to us: electrode produced sparks the electrode emitted sparks by intermittence, part white of the electrode is burned, without consequence for the patient. No consequences to the patient - another like device was used.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the active tip indicates signs of activation. There is evidence of melting at the proximal section of the manifold. This damage to the active tip results in sparking of the electrode, confirming this complaint. No functional test was conducted to avoid further damage. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. (B)(4) has been initiated to investigate and determine a root cause for this failure. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field

Event description:
Our affiliate is reporting the following to us: electrode produced sparks the electrode emitted sparks by intermittence, part white of the electrode is burned, without consequence for the patient. No consequences to the patient - another like device was used

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device eval: awaiting return.